Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In june 25, 2009, the lay user/patient contacted lifescan alleging the one touch ultra link meter read inaccurately high. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient reported readings of 597 mg/dl and "hi" on the meter on the day of event around 4 pm. He took an unknown dose of novolog insulin at the time and thirty minutes later, he tested again and reportedly obtained a low reading, which prompted him to take a glucose tablet. Despite the glucose tablet, he said he started to get a certain feeling that he normally get when he thinks he overdosed himself with insulin. He couldn't explain the feeling just that it comes on slowly and eventually builds up. The patient is on an insulin pump with novolog insulin. His total daily doses of insulin vary depending on what he eats and what the meter readings are. He couldn't explain the regime, because his endocrinologist set it up. He did say that his total daily doses for the past five days were 28, 39, 35, 21, and 30 units. He said that another time he used the meter and developed sweats. He does not know the details of the incident that day. He just said we fell asleep and when he woke up was soaking wet from head to toe and took glucose tablets to bring his blood sugar back up. He did not know what insulin doses he took that day or how long after treatment it took for him to feel better. The patient tests his blood sugar 6-10 times per day. It was determined during the troubleshooting telephone call, the patient's testing technique was correct, but correct puncture area was cleaned incorrectly. The results were verified in the meter memory. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported, because the patient alleged the meter readings were inaccurately high, developed symptoms indicative of hypoglycemic and took medication based on the readings.